Event description:
Procedure type: low anterior resection. According to the reporter: the white trocar tip was unintentionally left in the pt. Surgeon remembered about it post-operatively, and the pt was re-operated to remove the white trocar tip. Pt is reported to be in well current condition.